Event description:
The customer contact reported a tubing separation. Prior to patient use, it was noted the tubing was separated proximal to the upper y-site. Though requested, no additional information was provided.

Manufacturer narrative:
One open device was evaluated. Testng found the tubing separated from the arm of the upper y-site. This was due to insufficient solvent application.